Event description:
It was reported that: "during the intervention, it was impossible to inflate the counter pulsation balloon, despite a change of the pump". The balloon was removed but not replaced at it was reported that "the patient was stable immediately after intervention". Patient condition was reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "during the intervention, it was impossible to inflate the counter pulsation balloon, despite a change of the pump". The balloon was removed but not replaced at it was reported that "the patient was stable immediately after intervention". Patient condition was reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging in two separate sections. The sample was returned in a cardboard box and was in sealed bio-hazard bag. No serial number was reported. However, the serial number on the returned sample is (B)(6). . The lot number recorded on the complaint report matches the lot number for the returned sample. Returned with the sample was the 40cc inflation driveline tubing; no abnormalities were noted to the inflation driveline tubing. The total length of the first section (section 1) was approximately 82.2cm and included the teflon sheath, iabc bladder membrane, iabc bifurcate, cath-guard/cuff, central lumen, and outer lumen. There was damage immediately noted to the iabc bladder and central lumen. The iabc bladder was noted withdrawn through the teflon sheath and the teflon sheath was noted on the iabc bladder membrane. The distal end of the teflon sheath was at approximately 64.3cm from the iabc luer end; liquid blood/fluid was noted within the sheath sidearm. Buckling to the teflon sheath extrusion was noted approximately from 6.5cm to 15.5cm from the distal end of the teflon sheath. The one-way valve was tethered to the iabc short driveline tubing. The exposed portion of the bladder was fully unwrapped; during visual inspection of the bladder tip, it was noted the distal end of the bladder was no longer attached to the iabc distal tip. A section of the central lumen was piercing the bladder; the bladder was noted pierced at 71.3cm from the iabc luer. The damage to th e central lumen appears consistent with being broken. A kink to the iabc was noted 69.2cm from the luer end. The total length of the second section (section 2) was approximately 6.7cm and included the iabc flex tip assembly/central lumen and the iabc distal tip. The iabc distal tip distal was no longer attached to the bladder. The iabc central lumen was noted broken within the flex-tip assembly area and the wire-round (part of the flex tip assembly) was also noted unraveled. Dried blood was noted on the exterior surfaces of the returned iabc. No blood was noted within the helium pathway. The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The bladder thickness was measured at six points with measurements ranging from 0.0056in-0.0064in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. The catheter's central lumen, for section 1, was successfully aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. Due to the returned state of the device, functional leak testing was unable to be performed. Upon further inspection, no other leaks were detected. With the combined damages noted upon return, it could not be confidently determined which damage occurred first or which damage may have resulted from removing through the sheath. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip (section 2). The guidewire met resistance at approximately 6.5cm from the iabc distal tip. The guidewire was able to advance through the central lumen and exited the central lumen at the previously noted break. Some blood was noted on the guidewire. The guidewire was front loaded through the iabc luer end (section 1). The guidewire could not advance at approximately 69.5cm from the iabc luer, which is the location of the previously noted kink. No blood or debris was noted. In summary, the reported complaint of iab would not inflate completely is confirmed based on visual inspection. Upon return, there was a separated/broken central lumen and damaged bladder. Due to the combined damage upon return, it cannot be determined what caused the complaint or when the damage occurred. No blood was noted within the helium pathway. Additionally, the returned iabc bladder was found withdrawn through the teflon sheath and buckling was noted to the teflon sheath extrusion. This indicates the iabc was not removed per the instruction for use (IFU) and could result in damage to the device. An in-service has been requested to review the instructions for use (IFU) with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged catheter. The root cause of the complaint is undetermined. This will be monitored for any developing trends.